Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a company representative met with the patient on (B)(6) 2014. The battery was dead and could not be interrogated. The patient was going to have the device explanted but a date had not yet been set. Further follow-up is being conducted to obtain the explant date and outcome. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient felt a ¿heating feeling¿ and a burning sensation at the site of their implantable neurostimulator (ins) site even though the stimulation had been turned on in over 2 years. No diagnostics or troubleshooting had been performed as the patient was trying to get a referral and an appointment with a local pain physician for consultation for a possible explant and to interrogate the device. The patient was working on getting the appointment and no explant date had been scheduled at the time of report. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3998, lot# v000053, implanted: 2005 (B)(6); product type lead (B)(4).

Event description:
It was further reported that the patient had a new provider. The patient had an appointment scheduled with the new provider on (B)(6) 2014. The company representative involved hoped to meet with the patient at that time and run diagnostics. If additional information is received, a follow-up report will be sent.